Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels for the last two weeks. Even after replacing the insulin pump for delivery anomaly/unexplained high blood glucose levels. She had a bacterial infection that was not insulin pump or diabetes related. Her high blood glucose level persisted. The customer's health care provider recommended the customer to revert to insulin pens. She was using the pens and the insulin pump to treat. Customer's blood glucose level was 420 mg/dl. She also had a headache. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.